Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) power cable was not retracting properly and could not be used properly on the wards so would not last long on the battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions), h10. Additional contact details: (B)(6). It was reported that during a routine check, the mains cable of the cardiosave intra-aortic balloon pump (iabp) was unable to extend. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the lead was caught around a pillar on the reel. So, the fse opened up the unit and freed the trapped cable. The mains lead was then extending and retracting correctly. The unit passed all functional and safety checks performed to meet factory specifications. Unit returned to customer.